Event description:
It was reported that an alert transmission was noted to have no electrocardiogram (egms) attached. The data was missing. It was not clear if the issue was related to the implantable cardioverter defibrillator or to the patient's mobile app or a merlin.net issue. A new download was scheduled by the clinic and transmission came through the next day with egms present but not the previous days data. The patient was stable.